Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Both cylinders and pump were visually inspected, and leak tested. There were no abnormalities, and the components passed leak testing. The pump was functionally tested and did not pass the deflation tests. Based on the information available, the reported device allegation was confirmed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was no longer deflating resulting in pain. The ipp was explanted, and there were no additional patient complications reported.

Event description:
It was reported that the patient presented with this implant that was no longer deflating resulting in pain. There has been no surgical intervention at this time, and there were no additional patient complications reported.

Manufacturer narrative:
Updated d4 model number, catalog number, and unique identifier.

Event description:
It was reported that the patient presented with this implant that was no longer deflating resulting in pain. There has been no surgical intervention at this time, and there were no additional patient complications reported.